Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a golden system and upon powering on, error c-34 occurred. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, repeated c-34 errors were occurring with the vio integrated electrosurgical generator unit (iesu). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed multiple occurrences of the c-34 error in the logs. The tse advised the customer to use a backup esu, but the customer did not have a validated forcetriad generator available. The tse also suggested swapping the vision side cart (vsc), which the customer was able to do successfully using a vsc from another da vinci system, allowing the procedure to continue. The procedure was completing as planned with no reported injury. Isi contacted the customer, but no additional information was obtained.